Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the front electrode and therapy pad. The rash was reported as red and has broken skin on both sides. The patient was applying an ointment and bandages to the area. The patient was prescribed antibiotic cream by a physician. Follow up indicated that the rash has improved a little.